Manufacturer narrative:
Unit received with cracked/bleeding lcd glass. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, severely scratched lcd window, scratched reservoir tube window and cracked battery tube threads. Unable to program bolus delivery or program basal profiles due to lcd damage.

Event description:
It was reported via phone call that the customer's insulin pump got scratched when it fell while the customer was skateboarding. Customer's blood glucose level was unknown. Troubleshooting occured. Advised insulin pump would be replaced.